Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 1 gram per week and amikacin, 500 milligrams per day (routes of administration and duration were not reported). At the time of this report, the patient remained hospitalized for the event and the patient's condition was improved. On an unreported date, the patient's pd catheter was removed. No additional information is available.